Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced crimped tubing and unable to use. The following information was provided by the initial reporter: alaris tubing crimped and unable to be used.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced crimped tubing and unable to use. The following information was provided by the initial reporter: alaris tubing crimped and unable to be used.

Manufacturer narrative:
H6: investigation summary one sample of item 2426-0500 was submitted for quality investigation. The customer complaint of a bent / deformed component was verified by visual inspection. Evaluation of the infusion set indicates that the silicone tubing of the pumping segment has a kink in the tubing. This kink in the tubing is a permanent kink. Attempts were made to massage the kink out of the tubing but that was not successful in removing the kink. A device history record review for model 2426-0500 lot number 22043101 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the kink in the tubing was that the tubing was twisted during the assembly of the infusion set. This twisting of the infusion set happened during the assembly process of the infusion set, and may remain twisted if it is not uncoiled prior to packaging. The manufacturing staff have been made aware of the issue and a notification was issued to the assembly team. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.